Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. The dreamstation auto CPAP was returned to the service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.